Event description:
The attachment was returned to the manufacturer for service, and during the investigation it was found that a grease-like substance is leaking out. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The device was received at the manufacturer for service and evaluation. During the investigation it was found that a grease-like substance is leaking out. Based on the initial investigation details, the leakage identified was likely mobil 28 lubricant, which is a lubricant applied during their manufacture. This lubricant can mix with cleaning solvents at the account. If not properly drained during the cleaning process this fluid can be trapped in the device and present itself as a leaking substance.